Event description:
It was reported that the lead had oversensing and inhibition of pacing secondary to noise. The lead integrity alert (lia) was triggered. The sensing on the lead was reduced and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.